Event description:
It was reported that the right ventricular (rv) lead had a fracture and exhibited high and undefined unipolar and bipolar impedance. The rv lead displayed noise and had confirmed oversensing short v to v intervals. The rv lead was reprogrammed and was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.